Event description:
False negative result (s). I tested positive for covid on the 31st of january, using the very accurate molecular rapid ID now test, offered at walgreens for free. My immediate family went out and bought about 7 of these at-home flow flex covid-19 antigen tests, for around $$ in all for the first go-around, to use over the next week. Over the next few days, they got false negatives with all the at-home tests. During this time, one of my family members went and got checked with the accurate ID now test at walgreens, and they were designated positive for covid.we found out about another false negative when one of our older family members fainted in the kitchen and hit the wood floor. They went to the hospital a few hours later and, surprise, they were also positive for covid. We actually were surprised with each positive diagnosis, having received a false sense of security from these antigen tests.fast forward almost three weeks after I tested positive for covid, right now, I used a spare flow flex antigen home test, administered the test very carefully, taking care to follow each step in the instructions, word for word. I just tested falsely negative, again.about 9 false-negative tests say I don't believe these flow flex tests are accurate at all. I suspect that a majority of the positive ratings for the test are coming from people who don't have covid, or are receiving false-negatives, and feel good about how "convenient" they are.about 9 false-negative tests say I don't believe these flow flex tests are accurate at all. I suspect that a majority of the positive ratings for the test are coming from people who don't have covid, or are receiving false-negatives, and feel good about how "convenient" they are.please, if you suspect you have covid, get the free accurate molecular test at walgreens.